Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. Device evaluation: the device related to the reported event of rupture and capsular contracture received on (B)(6) 2019 with lot number 2298386. Analysis of the returned device identified: opening on anterior, weight to the spec, crease fold, and wear abrasion. A visual and microscopic analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture and capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. The device remains implanted.